Event description:
It was reported that during an open colectomy, the knife moved forward but stopped on the way of 1st firing. The first device was ntlc75 (lot#: 575a07) and the cartridge was sr75 (lot#: 562a88). Then the device and the cartridge were replaced, but the same issue occurred. The second device was ntlc75 (lot#: 660a42) and the cartridge was sr75 (lot#: 605a07). The device was used on the colon. Endo gia device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) batch # 634a44. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device (a) was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 2 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. Also, the cartridge deck was noted to be damaged. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage to the cartridge deck is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.